Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura system will not boot up and stuck at 00:00. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced flexvision computer and the hard disk drive (hdd) which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, hdd and installed the software. After replacement of the flexvision pc, hdd and installation of the software, the system was returned to use in good working order. The flexvision pc was returned for failure analysis however, this was inconclusive, and the failure component was frame grabber card initialize was failed during system start up. The codes were updated based on the investigation outcome.